Manufacturer narrative:
Product ID 977c265, serial# (B)(4), explanted: (B)(6) 2016, product type: lead.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the hematoma was that the patient was on plavix prior to surgery and it was presumed that they had mistakenly forgotten to stop taking the medication as instructed. It was confirmed that the ins was explanted on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a lead and an implantable neurostimulator (ins). The patient developed a hematoma and the lead and the ins was explanted. They experienced a loss of feeling in both legs as a result of the hematoma. The patient was discharged out of the ICU and was currently in rehab. The patient was walking and making progress on recovery. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.